Event description:
The manufacturer's representative reported that the patient underwent pump implant due to spasticity and pain secondary to cancer. Upon discharge to a rehab facility the following day, the patient was reported to be doing fine, however, later that day, the patient's mother reported that the patient's condition had changed; patient was "blurry and a mess" by 11/2006. The implanting hcp had programmed a "bolus program" and the programming was changed after transfer to the second facility. The patient was receiving morphine 1 mg/day in addition to an unknown dose of compounded baclofen. The patient had undergone leg amputation one month ago and the hcp suspected that the patient was in renal failure which was unrelated to the pump. The rep also believed that issue was related to dose titration and stress of transfer. Final patient outcome is unknown.